Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A product experience report was received on (B)(6) 2018 stating that the physician was checking for device function. Electrocardiogram (ECG) showed noise while patient was coughing. Representative saw ventricular tachycardia upon check-up. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).